Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed.

Event description:
A customer reported low scanned value while using the adc freestyle libre sensor. On (B)(6) 2020, the customer reported a sensor scan of 153 mg/dl at 13:54 pm and experienced nausea and vomiting. The customer was taken to the hospital where a lab test of 525 mg/dl was obtained at 14:22 pm compared to a scan of 140 mg/dl taken 14 minutes after. The customer was hospitalized for unspecified days and received unspecified treatment for diabetic ketoacidosis (dka). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The libre sensor kit expiration date is 31-july-2020. As medical event associated with this complaint case occurred on (B)(6) 2020, this confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. A follow-up report will be submitted if any additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low scanned value while using the adc freestyle libre sensor. On (B)(6) 2020, the customer reported a sensor scan of 153 mg/dl at 13:54 pm and experienced nausea and vomiting. The customer was taken to the hospital where a lab test of 525 mg/dl was obtained at 14:22 pm compared to a scan of 140 mg/dl taken 14 minutes after. The customer was hospitalized for unspecified days and received unspecified treatment for diabetic ketoacidosis (dka). No further information was provided. There was no report of death or permanent injury associated with this event.